Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with pre-op diagnosis- painful orth opedic hardware after procedure involved in minimally invasive techniques for transforaminal lumbar interbody fusion (mis tlif). Levels implanted- l5-s1. It was reported that during use, the patient heard a pop in their back. Reported the breakage was due to the weight of the patient. Product was utilized correctly according to the directions given in the IFU/labeling. Revision surgery was performed to explant the product, as patient had increase back pain because of the broken screw. There were no broken fragments left in the patient body. There was no delay in overall procedure time. After revision surgery, patient is recovering. Patient is alive and no injury.